Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set tubing had detached at the quick release. It had happened after insertion and then three times again later. At the time of first event it was just there and at the other occasions it occurred while sleeping. The site location was the patient's buttocks and the pump was on the same side. The infusions were stored in a drawer at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.